Manufacturer narrative:
Additional information and device evaluation provided in: d10, h3 and h6.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised due to unspecified reasons. It was further reported that the surgery is expected to take place this month. Additional information received states the ipp pump was removed due to a pump malfunction. A new ipp pump was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised due to unspecified reasons. It was further reported that the surgery is expected to take place this month. Additional information received states the ipp pump was removed due to a pump malfunction. A new ipp pump was implanted.